Event description:
It was reported by the patient that during a routine device check, the physician stated the left ventricular lead had dislodged. The patient was hospitalized for observation and then discharged, with the physician following up again in three months. The lead is still in use. No patient complications have been reported as a result of this event.